Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned. This instrument exhibits signs of significant use and wear. The device manufactured in 2001. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned. This instrument exhibits signs of significant use and wear. The device manufactured in 2001. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr procedure, screwdriver broke during use. All pieces recovered. No delay. Backup device available. No injury or impact to patient reported.